Event description:
During open heart surgery on a patient, the device discharged two times with internal handles, on the third attemtp the device charged up but would not allow a discharge. The clinicians tried to defibrillate in sync mode andnon-sync but were unsuccessful. Clincian obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. The biomed department tested the defibrillator without duplicating the reported malfunction.